Manufacturer narrative:
The combination of parts used in this case constitutes an off-label application of a hemi head in the USA, as this is not an FDA approved use of the device.

Event description:
It was reported that revision surgery was performed due to suspected metallosis.